Manufacturer narrative:
The customer¿s report of the pcu losing communication was confirmed. The pcu event log recorded channel disconnections on 2 modules on the reported incident date. The log indicates that a sudden power loss occurred between the pcu and pump module s/n (B)(4). Testing replicated channel disconnections. Visual inspection of the pcu and pump module iuis showed dried fluid residue and contamination on various pins. The root cause of the channel disconnect alarms was fluid contamination found on the pcu and lvp iuis. The customer¿s report of an error related to the backup speaker was confirmed in the pcu error log but was not replicated during testing. The pcu battery log indicated the battery was completely discharged at the time the device was powered on. The pcu event log recorded its last use was in (B)(6) 2017. The root cause of the error code was not identified. The customer¿s report of an error related to a keyboard failure was confirmed and replicated. The ¿1¿ key was being pressed during the pcu boot process which generated a system failure. The root cause of the error related to the keyboard failure is user error. The customer¿s report of error code 810.9160 was confirmed in the error log; however testing failed to replicate the error. The root cause was not identified.

Event description:
The customer reported that after administering a pre-flush for chemotherapy administration, the pcu lost communication resulting in a channel error. Two attached pump modules stopped infusing and the 3rd continued without an issue. There was no report of patient harm. It was reported that the pcu was later tested by the facility biomed (B)(6) 2107 and experienced error codes upon startup related to the backup speaker and keyboard failure, and on (B)(6) 2017 had error code 810.9160.